Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy laparoscopic procedure, the device cut but did not deploy staples. The surgical time was extended 30 minutes and more due to product problem which leads to longer exposure to anesthesia. A small portion of intestine was loss. Manual anastomosis was performed to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of device. Partially formed staples are advanced out of the staple guide. Tissue is cut. The anvil of the instrument was observed to be tilted and attached to the instrument. No knife impression was observed along the cutline impression in the cutting ring cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.